Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and replaced the universal surgical manipulator (usm) to resolve it. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the usm is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that arm 4 was not moving. Artemis shows arms 1-3, but no indication from arm 4. The technical support engineer (tse) recommended a hard power cycle on the patient side cart (psc), but the customer was unable to power off the system. Tse explained the arm would not be functional. The customer stated they will perform the hard cycle at the end of the case. The customer disabled arm 4. Tse explained that the customer could use the system with three arms. The procedure was completing as planned with no reported injury.